Event description:
A resolute integrity drug-eluting stent was implanted in an excessively calcified lesion in the left main trunk (lmt)which had 75% stenosis. The lesion had been both pre-dilated and post-dilated. Approximately 7 months later the patient was admitted to hospital suffering from chest pain. Stent thrombosis was confirmed from the left main trunk to the lad vessel. The patient was first treated with an intra aortic balloon pump and after that an aspiration was carried out and the area was dilated by post-ballooning. The physician commented that as the patient was on dialysis, he was in poor health condition for a stenting procedure and this coupled with the fact that there was a new lesion with 90% stenosis in the lad, may have caused the thrombosis. No other reported patient complications or clinical sequelae.

Manufacturer narrative:
Results: physician's comment that patient on dialysis with poor condition for implant of the relevant device. Stent thrombosis. Device or procedural images not provided for review. Conclusions: physician's comment that patient on dialysis with poor condition for implant of the relevant device. Stent thrombosis. Device or procedural images not provided for review. (B)(4).